Manufacturer narrative:
The investigation was started and is not yet concluded. The investigation results will be reported in a f/u report.

Event description:
It was reported that: the doctor complained that the device gave a sudden high pressure after hours of normal operation which caused a problem in the pt's lung. The pt was put on another ventilator.